Manufacturer narrative:
The reported event of failure to capture was not confirmed. A partial lead was returned in two pieces. Electrical testing along with visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage.

Event description:
Related manufacturer reference number: 2017865-2021-31214. It was reported that the patient presented for follow-up in clinic. It was discovered that the patient's right ventricular (rv) lead exhibited high capture threshold and their left ventricular (lv) lead had a loss of capture. Diagnostic imaging was taken which showed the leads were at a good spot but still had the capture issues. Furthermore, the rv lead was discovered to have an insulation breach. Therefore, the physician elected to explant and replace both the rv and lv leads during a new system implant. The patient was in stable condition.